Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient was hospitalized and presented with reports of dark stools off and on for the past 2 days. Anticoagulant at the time of event was aspirin and warfarin. It was confirmed site of bleeding was gastrointestinal bleeding (gi). No additional information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the patient's gastrointestinal (gi) bleeding event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that the onset of the patient¿s gastrointestinal bleeding (gi) was (B)(6) 2018. An enteroscopy of the small bowel was done on (B)(6) 2018 was performed and multiple non-bleeding gastric petechial observed however no source of bleeding identified. The patient was transfused with 3 units of packed red blood cells (prbc). Warfarin was held for seven days and resumed with their hemoglobin (hgb) 10.6 and hematocrit (hg) 35.3 became stable. Patient was discharged.